Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. The deivce was explanted in 2001. Preoperative diagnosis: failure of right hip replacement due to acetabular failure of ingrowth. Postoperative diagnosis: failure of right hip replacement due to acetabular failure of ingrowth. Procedure: revision of right hip with implantation of a new acetabulum and insert.